Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not require third-party assistance and performed a correction injection using an alternate method. Technical support assisted by providing information for resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.